Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing blood glucose spikes in the morning (approx. 270 mg/dl). Customer addressed elevated blood glucose by delivering boluses via the pump. Reportedly, the cause was related to customer's personal profile pump settings. Customer consulted with healthcare provider in regards to adjusting pump settings. Customer reported that the issue has "largely been resolved".